Manufacturer narrative:
Failure investigation (fi) lab received data acquisition (da) pcba assembly for evaluation. Visual inspection of the returned da pcba assembly revealed signs of damage or contamination. The da board was tested into the fi test ventilator. Fi technician performed pressure accuracy test and passed. The ventilator started up in normal ventilation and power cycled every 30 seconds for one hour without any errors occurring. No failures were identified.

Manufacturer narrative:
Date of event: (B)(6) 2016.

Event description:
The customer reported that the unit has error code message of machine and proximal pressure sensors failed. The customer reported there was no patient involvement.